Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. [Event complications]: none from the event-reported 4/28/98 and 6/9/98. [Pt's current status]: stable/iabp to be stopped.